Event description:
During repair of right femoral neck intertrochanteric displaced fracture, drill bit portion broke off in distal locking screw. Surgeon attempted removal but was embedded in distal locking screw. Drill bit retained in patient due to possibility of causing greater damage to bone.